Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of why it remained in the device could not be definitively determined. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, a white residue was observed in the gastrointestinal videoscope's air/water channel. There was no patient involved.

Manufacturer narrative:
Upon review of complaint record, it was noted that field h9 was inadvertently filled out instead of being left blank. No change in MDR reportability decision. Additional assessment created to submit supplemental emdr with correction

Event description:
There is no new information provided by the customer.